Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient. The following data was provided: initial result, on (B)(6), was 587.4 pg/ml. The patient was redrawn, and the result was 553.7 pg/ml. The patient was tested again on (B)(6), and the result was 482.3 pg/ml. The customer did a precipitation test using 25% peg solution for the samples tested on (B)(6) and the results were 34.2 and 36.8 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat high sensitive troponin-I result included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Return testing was not completed, as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 56448ud01, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Trending review determined no related trend for the issue for the product. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect stat high sensitive troponin-I, lot number 56448ud01, was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient. The following data was provided: initial result, on 16jan, was 587.4 pg/ml. The patient was redrawn, and the result was 553.7 pg/ml. The patient was tested again on 17jan, and the result was 482.3 pg/ml. The customer did a precipitation test using 25% peg solution for the samples tested on 16jan and the results were 34.2 and 36.8 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25-74, that has a similar product distributed in the us, list number 02r98.